Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day following the implant of the ventricular assist device (vad), the patient experienced a right middle cerebral artery ischemic cerebral vascular accident (icva) with herniation. It was noted that the vad implant procedure was delayed by one day due to the need for vitamin k administration for an elevated international normalized ratio (inr). The pump was implanted without difficulty and was operating as intended. The patient was not a candidate for surgical decompression. The patient was placed on comfort care measures and subsequently died. Cause of death was stroke with herniation resulting in brain death.